Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a non-olympus lamp was used likely causing the light to flicker. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU) which may have prevented the event: "6.1 replacement of the examination (xenon) lamp always use the examination lamp designated below. To order a new examination lamp, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updates to e2 and e3 to include reporter's title and occupation.

Event description:
The customer reported to olympus that the light/lamp was flickering while in use on the visera 4k uhd xenon light source. The reported issue was found during reprocessing. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the housing had cosmetic normal wear and tear and the back panel was a little bent and the non-olympus lamp had 200 hours. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.